Event description:
It was reported that the patient stated that he is unable to pump the bulb of this inflatable penile prosthesis (ipp). He stated that the device has never functioned properly post activation and has seen his doctor for device evaluation. The patient stated that they did perform valve troubleshooting in the office with no resolution. No surgical intervention has been informed, and no additional information was provided.